Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 390 mg/dl at the time of the call. The customer stated they had reached a blood glucose value of 590 mg/dl the previous day. The customer's issue was that they had to use a nail to press the up button for the keypad to function. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement tests. The insulin pump has minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.